Event description:
It was reported that the pt was unhappy because his replacement implantable neurostimulator was "defective." The pt was seen several times in the clinic following the original complaint. His device and condition were reported as 'fine'. The pt had some 'residual.' Additional info has been requested. A follow-up report will be submitted if additional info becomes available.